Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Investigation still in prgress. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
"According to the customer: error codes 3008-2, 3064-2 came off during patient use. Another device was used. No patient harm was reported" (B)(4).

Manufacturer narrative:
A maquet field safety technician was on site and investigated the unit in question. The technician found a 8 amp fuse was blown and the 4 amp netfilter was electronically damaged. The 8 amp fuse and the $ amp netfilter were replaced and the unit was checked with pcload. The technician performed functional tests and verified that the unit meets factory specifications. Also a electrical safety test was performed. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).